Event description:
Customer reported that console was broken, could not switch between forward and reverse, leds did not work and could not change rpm. It was reported front housing torn, led 80 and f keys do not light up for pump and foot pedal does not work, pump jammed does not move pressed right out of the bottom plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the component was damaged. This was contributed to inproper handling of the device. Various parts were replaced. Device was repaired and returned to the customer.